Manufacturer narrative:
Investigation summary: the customer provided three photos for investigation by our quality team. The photos were enough to verify the leak complaint but without further evidence like a physical sample for investigation, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that doxorubicin leaked from the bd smartsite¿ vialshield closed vial access device during use. The following information was provided by the initial reporter: "the oncology technician has brought to my attention that the texium needle free syringe is experiencing some leaking/drug exposure when using. Recently, doxorubicin was used and the drug can clearly be seen (since drug is red).

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is yukon medical llc. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that doxorubicin leaked from the bd smartsite¿ vialshield closed vial access device during use. The following information was provided by the initial reporter: "the oncology technician has brought to my attention that the texium needle free syringe is experiencing some leaking/drug exposure when using. Recently, doxorubicin was used... And the drug can clearly be seen (since drug is red).